Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near is-1 port end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that right atrial lead was unable to be successfully implanted and replaced prior to pocket closure, as placement difficulty was encountered. This lead was also noted to have exhibited helix extension issues. Product analysis revealed the inner conductor coil was fractured. No adverse patient effects.